Event description:
Information was received that confirmed a pump explant. It was stated that the patient's pump site was swollen and tender. It was stated that the pump was angulated and protruding into the navel which can result in pain and discomfort. A pocket revision was recommended in fear that their skin will rip if the patient bumped into anything solid. Originally, a revision procedure was planned, but the patient later expressed the desire to have their pump explanted. The device was later explanted and discarded.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and was not returned. Per the instructions for use of the device, pump pocket pain/soreness is a known possible risk of use of the device. (B)(4).